Manufacturer narrative:
N2o proportional valve and inspirational proportional valve were suggested to be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, it failed the checkout during n2o delivery at 23%. Unit also display a "pressure spike". There was no reported patient involvement.